Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the device had a 6mm leak present on the closure device. The physician performed a leak closure procedure using coils to plug the leak. There were no patient complications reported.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. At a routine 45 day follow-up, it was noted via transesophageal echocardiography (tee) that the device had a 6mm leak present on the closure device. The physician performed a leak closure procedure using coils to plug the leak . There were no patient complications reported.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and evaluated by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: implant did not close appendage and did not meet pass upon initial procedure. Can confirm use error.